Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("the insert from the right side is in the middle of the two") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.